Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had esc and act buttons were harder to work. Customer stated screen had distortion and hard to read the screen. Customer also stated cracks around the top of reservoir compartment and chip housing missing around the screen. Customer reported insulin shoots out from the cannula. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.